Event description:
The customer returned his olympus resection sheath requesting maintenance due to the device having been damaged. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the ceramic tip of the subject device had broken off. This report is being submitted to capture the damaged ceramic tip confirmed during the device evaluation.

Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported failure mode as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an evaluation was conducted by olympus. During the evaluation, as noted in b5, the unit¿s ceramic tip had broken off. The ¿o-rings¿ were also found worn. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ based on the results of the investigation a definitive cause for the reported failure could not be established. However, given the age of the unit and the device condition, it is believed that thermos-mechanical fatigue, general wear and tear, and possibly improper handling could have all played a factor in the reported failure. Olympus will continue to monitor the field performance of this device.